Event description:
It was noted that during an atherectomy procedure, the guide wire froze in the atherectomy device. The devices were removed and upon inspection, it was noted that the radiopaque portion of the guide wire had detached. Angiography revealed two sections of the guide wire remained in the graft and the native artery. The separated portions of the guide wire were not retrieved. Dimished flow was noted in the native vessel. Another device was used to treat the lesion.